Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent sling removal on (B)(6) 2010 due to extrusion. It was reported that the patient underwent incision of sling on (B)(6) 2010 concurrently with urethrolysis due to bladder outlet obstruction. It was reported that patient underwent urethrolysis and placement of suprapubic tube on (B)(6) 2011 due to urethral obstruction. It was reported that the patient underwent attempted pubovaginal fascia sling (failed due to morbid obesity) concurrently with lysis of adhesions, placement of a continent catheterizable stoma, transvaginal urethrolysis, ureterectomy, bladder neck closure, and repair of cystotomy due to severe sui. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient underwent mesh removal/revision in (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 where lynx sling was placed due to persistent incontinence. (B)(4).